Event description:
The physician was coiling a right ica unruptured aneurysm embolization. The physician had already placed and deployed two penumbra coil 400s into the aneurysm. During the placement of the third coil and after much manipulation, the coil separated from the pusher wire. Part of the coil remained in the parent artery and the px400 microcatheter and pusher wire were removed. A foreign body retrieval system was utilized to capture this third coil, and then the aneurysm treatment was completed with more coils from a smaller coil system.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The mfg records for this lot were reviewed and did not reveal an outstanding discrepancies, design or quality concerns.